Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The adapter for konsus insert fell on the ground during surgery; there was no second adapter available. Travel to neighboring clinic to obtain an adapter was needed. Surgery delay of approximately 30 minutes.